Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation.the pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a severe kink located at 16 cm and 82 cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 82 cm from the tip, the hypotube was clearly broken open and completely separated. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device investigations completed on 21dec2023. It was reported that the pressure pump connecting the catheter and the equipment was damaged. The target lesion was in the left lower extremity. A zelantedvt clothunter was selected for lower extremity thrombectomy. During the procedure, when the amount of thrombosis removed reached 99cc, the pressure pump connecting the catheter and the equipment was damaged, and a water leaking from the luer was noted. Consequently, the systems stops all activity and a check for saline error was displayed. The procedure was then completed with another of the same device. No complications reported and the patient was stable. However, device analysis revealed that the hypotube was clearly broken and completely separated.